Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was unknown mg/dl. The customer stated that he on the way to the emergency room visit and also stated that he was going to the doctors. The customer was offered to troubleshoot and stated he is going to emergency room and he will call back. The customer also stated that he got a no delivery alarm more often than usual. The customer can't pin point when they started.